Manufacturer narrative:
Batch review performed on 23 august 2018. Lot 135201: (B)(4) items manufactured and released on 13 january 2014 expiration date: 2018-11-30 no anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
The patient came in complaining of instability 5 months after primary. The surgeon swapped a 14 mm poly for a 17 mm. The surgery was completed successfully.